Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced; however, the stent strut was found to be lifted. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.